Event description:
It was reported that the actual residual volume was greater than the expected residual volume. The caller did not provide specific values for the volumes. The patient experienced a return of symptoms. The patient "had an increase of 2 points on the pain scale." Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: the pump contained dilaudid 16 mg/ml at 3.6 mg/day. The patient experienced poor pain control. The cause of the event was reported as "pump failure (high residual volume)". No intervention was performed; it was noted the hcp would "continue to monitor".

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Catheter: model# 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).